Manufacturer narrative:
Corrected information was provided in d3. Upon review, it was identified that it was inadvertently omitted from the initial report. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The root cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 was inserted via the axillary artery graft site to support the 73 year old male patient who had been admitted in with acute decompensated chronic cardiomyopathy, presenting in scai stage c shock. Other underlying medical history was not shared. On day 2 of the support there was a hematoma at the access site. The team treated this by holding the heparin anticoagulation and infused back 1 unit of red blood cells. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. The pump remains on for support and is functioning as expected, p-9 with 4.9l/min flow.

Event description:
The patient survived explant.

Manufacturer narrative:
B5: added patient outcome information. D6b: added explant date.